Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was fractured and exhibiting noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.